Event description:
It was reported by the rep the device was used during laporascopic toupet. It was reported the trocar tip broke off into the pt due to excessive force from the endo-retracter. There were no consequences to the pt.